Manufacturer narrative:
The device in question was returned to walkmed infusion for product evaluation. The device underwent product evaluation testing at walkmed infusion during which it was discovered that there was an open state of free flow when the IV tubing is inserted and door closed. It was also discovered that the device failed the air-in-line test during evaluation. Walkmed infusion performed further failure investigation and identified physical damage to the exterior housing and bubble detector as the causes. The information contained herein is being provided to the FDA or other authorities to comply with regulations relating to medical device reporting.

Event description:
During product evaluation, walkmed infusion observed the device to fail the air-in-line test and to also have an open state of free flow. The device was initially sent to walkmed infusion for a reported broken exterior housing.